Manufacturer narrative:
The investigation for the impella cp has been completed. The device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The root cause of low flow was most likely due to a kinked cannula.

Event description:
The complainant reported that a patient was on impella cp support. While on support, there were multiple suction alarms. The impella kinked. The impella was explanted due to product malfunction. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.